Event description:
Hospital stated that the unit was found fail to cycle with error code e2. Hospital stated that there was no pt injury noted and the audible alarm did activate.

Manufacturer narrative:
Lab testing of bear ventilator passed iec requirements by margin of three times. Further, emc levels observed at hosp (4v/m max.) Which is well below those levels to which ventilators were subjected to in hosp. E12 error observed at hosp, with one exception, are only ones which have been reported to us to date. Based on number of ventilators in field, both nationally and internationally, we feel this is statistically significant to indicate a location specific problem. In summary, all available info suggests bear 1000 ventilator is capable of withstanding emc or fast transients far in excess of what is considered normal for a hosp. Based on onsite visit, in-house review of software and hardware systems, as well as laboratory testing, we can conduce with a high degree of confidence that problems hosp experienced were due to high frequency noise introduced into ventilator through ac power line. Hosp has accepted offer to modify their ventilators to make them more robust to local electrical environment by allowing ventilator to withstand extreme line noise, we will implement following changes: 1. Software/hardware change. 2. Upgrade units to european specification, power entry module, which includes 'x' cap and toroid. 3. Power cord, which induces ferrite unique nature of reported problem, being location specific, argues against large scale remedial action.